Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The hub separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during removal of the 4.0x12 mm nc trek rx balloon dilatation catheter (bdc) from the packaging hoop, the hub separated from the device. There was no patient involvement, the device was replaced with another nc trek bdc to complete the procedure. There was no clinically significant delay during the procedure. No additional information was provided.